Event description:
It was reported that prior to the start of a da vinci-assisted general inguinal hernia surgical procedure, the integrated electro surgical unit was getting a fault. The customer hard power cycled the unit and the faults went away; however, the errors returned upon power up today. The procedure was aborted to another dv system with no reported patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to have systemic issues leading to errors c-82/c-83. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.